Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 4mm amplatzer vascular plug IV was implanted. After the procedure, the 4mm amplatzer vascular plug IV had migrated. The vessel they tried to embolize was measured as 3.59mm. The instructions inside the packet said to use a 4mm plug. When they checked online, it said to use a 5mm plug. The device was snared to resolve the event.

Event description:
It was reported that on (B)(6) 2023, a 4mm amplatzer vascular plug IV was implanted. The vessel they tried to embolize was measured as 3.59mm. Reportedly, the instructions inside the packet said to use a 4mm plug when the vessel diameter was up to 4mm. After the procedure, the 4mm amplatzer vascular plug IV had migrated. The device was snared to resolve the event. The online instructions were checked post migration, and it was said to use a 5mm plug for that size defect. The original instructions provided that recommended to use a 4mm plug for a vessel measured as 3.59mm were not able to be obtained.

Manufacturer narrative:
An event of device migration was reported. Field indicated that the vessel diameter was 3.59 mm. Amplatzer plug sales sheet was received from field that contained ordering information for amplatzer¿ vascular plugs and indicated 5 mm device for 3.5-4.0 mm vessel diameter range; these instructions were not able to be provided. No printed version of the instructions for use was included in the device box, the electronic instructions for use, for this device indicates to "select a device that is appropriately 30%¿50% larger in diameter than the corresponding vessel diameter." Which would be a 5mm plug. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.